Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and . The blood glucose was 142 mg/dl at the time of the incident. Customer stated that, the insulin is squirting out during the manual prime process. Customer stated that, they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer was calling for technical troubleshooting. Troubleshooting determined that the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm compromised force sensor system alarm and unable to perform any tests due to motor error alarm, insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics assembly noted.